Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as a touch contamination due to the patient¿s nails being too long. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date the pd catheter was ¿pulled¿. It was unknown if the patient received antibiotics as the patient was moved to ¿in-center therapy¿ (unreported date). At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.